Event description:
It was reported that during a low anterior resection, the device misfired and caused a subsequent hole in the bowel, necessitating a conversion from laparoscopic to open. Another device was used to complete the procedure. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time. (B) (6).

Event description:
The patient's father reported the patient had alert tones two weeks prior and was told it was interference on the lead. However, there was uncertainty which lead. The patient was now hearing alert tones similar to the lead integrity alert. Father noted the patient is going to the hospital to be checked. Additional information was obtained and noted the patient underwent a lead revision procedure, as the lead was fractured. Lead was capped and replaced.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that to remove the device after a complete firing stroke, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference the instructions for use for additional information. A batch record review was performed and no anomalies were found during the manufacturing process.